Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a no external power alarm while full power batteries and battery clips were in use. The controller was exchanged.

Manufacturer narrative:
Section d4, catalog number: corrected. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via log file analysis. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis and a log file was downloaded for review that showed events spanning approximately 6 hours (27mar2024 from 11:02:25 ¿ 17:41:29, 17apr2024 per timestamp). Events occurring on 17apr2024 were recorded during testing at abbott. No external power events were active on 27mar2024 from 11:35:15 ¿ 11:36:17 due to a dual power cable disconnect. The power cables were individually disconnected one after the other causing voltage to drop to ~0v and triggering the no external power alarm. The backup battery provided power to the system during these events. The alarms cleared once external power was restored to the system. Pump operation was not affected. There were no other notable alarms active in the log file. The system controller was connected to a test system monitor, power module, mock loop and was functionally tested. The system controller was able to operate the mock loop for an extended duration without any issues or alarms activating. The root cause for the no external power alarms appears to be due to a dual disconnection of the power cables. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook section 2 entitled ¿how your heart pump works¿ states that the 11v li-ion backup battery inside the system controller can provide enough power to run the pump for at least 15 minutes if the main power source is disconnected. Additionally, this section instructs users to regularly ensure that their driveline is connected and secured within the system controller, and to reconnect it immediately in the case that it becomes disconnected. Users are warned that the pump will stop running when the driveline is disconnected. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power and backup battery fault alarms. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate 3 lvas. These sections explain how to properly switch between power sources. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.